Manufacturer narrative:
The zoll clinical specialist indicated the thermogard ivtm system was received and evaluated the customer's biomed technician. Upon receiving the console, the biomed technician noted that the console was in the pre-warm mode and at max rate. Per specialist, the biomed technician believes that the attending nurse may have inadvertently placed the device in the pre-warming mode and as a result, the patient's temperature was not cooling. Further investigation performed onsite by the biomed technician and zoll service technician revealed that the device was functioning correctly and the data confirmed that the console was placed in pre-warm mode when it was powered on. The glycol coolant temperature was nearly at maximum (warm) temperature when the issue was observed and according to the zoll clinical specialist, it generally takes a few minutes to cool the glycol coolant based on the target temperature. Per zoll clinical specialist, prior to discontinuing the therapy with the console and switching to another unspecified device, the console was cooling the patient. In summary, there were no issues found with the console. The device was working as intended. Based on the information provided, the issue may have been due to user error. Serial number is unknown.

Event description:
A (B)(6) patient was hospitalized for thrombectomy of the left leg; however, on an unspecified date/time after the procedure the patient coded, as a result, the patient was placed on temperature management therapy. On (B)(6) 2016, at approximately 9:45am, a cool line catheter was placed. According to documentation, the attending physician made 3 unsuccessful attempts to place the catheter, ultimately, the catheter was placed by the intervention radiologist. The patient's temperature before the temperature management therapy is not known; however, the desired target temperature for the patient was 34°c. At an unspecified time after the therapy began, the attending nurse reported that the thermogard ivtm console (serial number unknown) was not cooling the patient as intended. According to the nurse, the console was set to cooling the patient, however, the nurse claims the console had reverted (on its own) to the warming mode an unspecified time afterwards. The attending nurse reportedly corrected the issue by reverting the console back to cooling, but noticed that the console went through the set-up mode again. At an unknown time later, the console was subsequently replaced. The console was placed on stand by and brought to the biomed technician. The patient continued and completed their temperature management therapy with another unspecified device without any further issues.